Event description:
On (B)(6) 2009, the pt reported his last insulin infusion headset was leaking insulin from the base of the needle. He said he noticed this while priming and holding the set horizontally. He also noticed some wetness at his site which he did not think was insulin pooling. He stated he did not see any damage to the infusion set. No blood glucose concerns related to this issue were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was replaced and requested to be returned for eval.